Event description:
There is not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for investigation. No physical abnormalities were observed. The pump ran as expected during the test. Data logs show low pump flow throughout the case with several suction alarms. The cause of the low pump flow issue was not determined since sufficient clinical information was not provided, and the returned pump ran as expected without reported physical abnormalities. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The complainant reported that 65-year-old male patient in critical condition on impella cp support, had permanent suction alarms. Pump was noted to be in good position but running with low flows. The physician suspected thrombus and recommended pump exchange. However, pump exchange was not done as the patient was through to be too unstable to tolerate being off pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿